Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
Initial spontaneous report was received on (B)(6) 2012 from an approximately (B)(6) consumer (gender unspecified) reporting on self from (B)(6). Follow-up information received on (B)(6) 2012 confirmed that the product involved in this report was identified as same/similar to a us device product. On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number: 13912sgh2, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in mouth. This report had no adverse event and the action taken with the device was unknown. The returned field sample was received on (B)(4) 2012. Based on visual inspection and analysis of received sample, the claimed toothbrush was broken. The tufts were deformed and scratches were noticed in the head area. The handle breakage was at the thinnest point of the handle. During the overbend test of validation, no toothbrush was broken. The handle area of breakage was the area of clamping during execution of the overbend test. Therefore this part of the handle did not get load with bend forces during the test. A change of the basic handle material was released. The claimed toothbrush had been manufactured according to the specification. No manufacturing error had been detected. This report was considered a reportable malfunction case in the united states.